Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of missing/ yellowed image was confirmed. The device evaluation found that part of the image appeared yellow due to a failure of the charged coupled device. The images were distorted due to camera cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the missing image was due to a charged coupled device failure, and that disturbances and yellowing of the image were due to a camera cable failure. A definitive root cause for the reported failures could not be identified. This issue is addressed in the instructions for use (IFU): do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the hd autoclavable camera head had a missing image problem, some parts turned yellow. The issue was found during an unknown therapeutic procedure. There were no reports of patient or user harm associated with this event.